Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported via the consumer that the pacemaker having complementary metal-oxide semiconductor chip (coms) is commonly affected by the electromagnetic interference and doesn't work. They were worried about the implanted interstim device having coms. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that this was not an adverse event, it was just an inquiry. There were no symptoms or complications reported as a result of this event.